Manufacturer narrative:
The event of ipg/lead explant and replacement due to impedance issues was reported to abbott. Effective stimulation was established post op. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had their full system replaced on (B)(6)2019. Effective therapy was established post op.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
Related manufacturer reference number: 1627487-2019-08929. It was reported that the patient may undergo surgical intervention to replace their scs system due to ongoing impedance issues.